Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). No additional information was provided regarding specific blood glucose levels, other symptoms, treatment provided at the hospital or length of stay. Attempts have been made to gather additional information. If new information is provided, it will be submitted in a follow up report.